Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a pacemaker and artificial valves. They stated they had them for 15 years and one even longer than that. One was going out and they had to have surgery to redo the valves on (B)(6). They stated because they were in the hospital (in intensive care unit ICU), they did not use their device and did not charge it for a day or so. They stated they did not charge it on (B)(6) or (B)(6). They stated they ¿think it went dead or whatever¿. The patient had pain. They got home on wednesday they guessed. They stated today was sunday (was actually monday), and they were trying to charge but by the end of the day they were in all kinds of pain. The patient stated they met with a manufacturer representative (rep) today and told they told them to call patient services. The patient stated the last couple of days the patient programmer showed both batteries were charged 100 percent. When they used the programmer this morning it showed 100 percent for both batteries which was the same thing it showed last night. It was reported that the rep told the patient something about charging. The patient stated she didn¿t know what they were supposed to do. They stated they charged it when they got home from the hospital, but they had not really used it. Patient services asked if they were having any issue. The patient stated the rep told them to call patient services and tell them that somehow it got turned off. Patient services had the patient use their programmer on the call and stimulation showed it was off. The patient was assisted with turning their stimulation back on. Both the patient programmer and ins battery were full. It was reported that the patient noticed the change/pain on (B)(6) and (B)(6) because they had not charged and thought the ins was dead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the cause of the ins getting turned off was not determined. The rep stated that the patient reported having other medical procedures around this timeframe and it was possible that they turned it off without knowing it. It was indicated that the patient¿s pain resolved/improved after turning the ins back on. It was indicated that further actions taken to resolve the ins getting turned off was the rep provided clarifying instructions to the patient about the operation of their spinal cord stimulator. It was reported that the patient weighed (B)(6) at the time of the event. It was indicated that the provided information had not been confirmed with the physician/account because the rep had been in direct contact with the patient and confirmed everything with them. No further complications were reported/anticipated.